Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients primary controller lead, with a visible kink, originally had connected to the heartmate touch. However, when the patient moved, they received a "connection lost to heartmate 3 controller (B)(6).¿ a new heartmate touch with different power module accessed had the same result. The controller was exchanged. The exchanged controller will be sent back for analysis.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: incidental findings: damage observed to black power cable outer jacket, no external power alarm from 2:07:06 - 2:07:07 on 07oct2024 the reported events of the system controller (B)(6) losing connection to the heartmate touch and kinked power cables were confirmed via evaluation of the returned system controller. The system controller underwent preliminary and functional testing. The black and white cables were manipulated and upon manipulation of the white power cable, communication to the system monitor was interrupted confirming the reported event. The system controller was then connected to a mock circulatory loop and was able to operate a pump without issue for extended operation. Log files were downloaded then reviewed and revealed the pump functioning as intended throughout the reported event date. The resistances of the underlying wires of both power cables were then measured, revealing an open loop on the orange wire upon manipulation of the white power cable. The orange wire corresponds with the communication wire of the system controller. The outer jacket of the white power cable was stripped, and the orange wire was observed to be severed. Then the system controller power cables were replaced with known working test power cables. The cables were heavily manipulated and communication to the system monitor was unaffected. The root cause for the lack of communication between the system controller and the system monitor was determined to be due to the orange wire in the white power cable being severed. The root cause of the observed kinking on the power cable was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 - ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Additionally, the sections instruct the user to confirm the green pump running symbol is illuminated on the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.